Event description:
It was reported the doctor was performing a total laparoscopic hysterectomy with the enseal articulating device, had difficulty closing the jaws on the tissue, managed to close the jaws on the tissue, which included a vessel, finished the seal, with the I-blade advancing, but noticing an audible crunching noise at the end of the advancement of the I-blade, then had to manually force open the jaws to remove the device from the tissue and vessel. The vessel wasn't damaged and there was no change in care for the patient. A second like device was tried with the same result. It was noticed this occurred as the shaft was articulated. The case was completed using a competitors unit with no consequence to the patient. Two devices will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the minor yielding of the articulation joint. The jaws were in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no noises heard at any time during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.